Manufacturer narrative:
The date of explant in the previous report should have been (B)(6) 2017.

Event description:
The device was explanted and replaced successfully. The patient was asymptomatic.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited elective replacement indicator. The patient had felt the vibratory alert in october and did not come in to clinic for device check. No additional information was available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.